Event description:
After a successful transfemoral tavr procedure, and removal of the 24f sheath, a perforation was noted at the site of the external /internal iliac bifurcation. Initially, access was gained at the left common femoral artery (lcfa) using road map injection from the contra lateral side with crossover technique. Two perclose proglides were inserted. The 25fr dilator met resistance at the iliac bifurcation. The 28fr dilator was not advanced. The 24 fr sheath was then introduced with resistance but was delivered. After valve deployment and removal of the delivery system, a 12f sheath was placed at the right femoral artery (rfa) access site and a coda balloon was advanced into the distal aorta prophylactically in the event of a perforation upon removal of the 24f sheath. The 24fr sheath was gently retracted as contrast was injected to evaluate for perforation. A perforation was noted at the site of the external/internal iliac bifurcation, at which time a 9 x 59 covered stent was placed. A total of 4 covered stents were needed to contain the perforation. The patient was given two units of blood. Per report, the perceived cause was that the peripheral anatomy could not accommodate a 24f sheath. The patient's access vessel minimum luminal diameter (mld) was measured at 7.1mm. The vessel was noted to be moderately calcified and severely tortuous.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The patient¿s access vessel minimum luminal diameter (mld) was measured at 7.1 mm. The minimum required vessel diameter for a 24fr sheath is 8mm. The vessel was reported to be moderately calcified and severely tortuous. There was difficulty reported during insertion of the sheath and dilators. In this case, the less than adequate mld, in combination with moderate calcification and severely tortuosity, likely caused or contributed to the reported dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Approximately 1 hour post procedure in the ICU, the patient continued to bleed and received transfusions. The bleeding never ceased from the procedure. The patient bled into the hypogastric region but was not a candidate for an open abdomen procedure. The family was consulted and patient status was changed to dnr. The patient was kept comfortable and later expired.